Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated and the allegation was confirmed. However, the device operated within specification. The probable cause could not be determined. No injury or medical intervention was reported.